Manufacturer narrative:
Lot number: 800290 or 800560. Summary: the complaint is confirmed via x-ray for one (1) of one (1) roi-c plate (pn mc1005t) for the failure of post-op fracture. Medical records were provided for review in the form of x-ray and were used for the evaluation. Device evaluation: the product was not returned but a photocopy of the x-ray is available and reviewed which shows two of the fractured plates one after 7 weeks and another after 18 weeks. Device evaluation could not be performed. Potential cause: the root cause was unable to be determined. This event could possibly be attributed to patient conditions, post-op events such as trauma or not following post-op guidance, improper plate placement, or surgical events not communicated by the complainant. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that at the 18 week post-op follow up appointment, the surgeon discovered another plate was fractured. The patient is in good clinical condition and there is no revision surgery planned at this time. The surgeon will continue to monitor the patient.